Event description:
User reported the humidifier was not filling with water and there was no alarm. User respond by manually filling the humidifier and the device operated normally. There was no patient injury.